Event description:
Emergency room personnel responded to a person in cardiac distress. The patient was connected to the device with ECG electrodes and diagnosed with atrial fibrillation. The patient was given a sedative and connected to the device with disposable defibrillation/ECG electrodes for synchronized cardioversion. According the the reporter, the device alarmed connect electrodes and would not charge. A backup device from another room was called for and used successfully. No adverse affects to the patient were reported as a result of the alleged malfunction.